Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of myopotential noise resulting in pacing inhibition of less than one second. Noise was unable to be reproduced during provocative maneuvers. This device remains in service and will continue to be monitored. No adverse patient effects were reported.